Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-mar-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2000 mcg/ml at 2000 mcg/day) via an implantable pump. It was reported that at the patient's pump replacement for the elective replacement indicator (eri) the healthcare provider (hcp) mentioned that on an unknown date they checked the remaining drug amount & there were different amounts/discrepancies in the reservoir from what the tablet said. There was more drug in the reservoir than what was expected, but the exact volume amounts were unknown. There were no known external factors. When the pocket was opened it was seen there was a piece of tissue that had grown around pump segment which made it kink close to the collet. The catheter kept this kink even after debriding away the tissue that made it kink. The hcp elected to replace pump segment and they removed the anchor, pulled the tip down 1 level, and re-anchored. The issue was resolved.